Manufacturer narrative:
An event regarding the appearance of bone cement involving simplex bone cement was reported. The event was not confirmed. Method & results: visual inspection and functional testing was completed on three retain samples of the reported lot. The results were satisfactory and within specification. No medical records were reviewed as, although there was patient involvement, no adverse consequences were reported. Bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Chr review determined that there were no similar events reported for the referenced lot. Conclusions: the investigation concluded that the reported "runny and lumpy with small chalky pockets" texture of the bone cement cannot be confirmed. The bone cement in question was prepared and implanted without issue. The mixing properties of the retain samples of the reported lot code were tested and show that all required specifications are met. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.

Event description:
While performing a tka the cement used appeared both runny and lumpy with small chalky pockets. The cement was mixed using a stryker revolution mixing system (B)(4). Two full doses of simplex p (B)(4) were mixed on power for approximately 90 seconds. Cement was used to implant smith and nephew femoral, tibial and patellar implants. Updated information confirmed that there was no delay, medical intervention or adverse consequences. He also stated that the facility was storing the device in a new location that was 10 degrees cooler than where they previously stored the cement.

Event description:
While performing a tka, the cement used appeared both runny and lumpy with small chalky pockets. The cement was mixed using a stryker revolution mixing system ref# 0606-563-000. Two full doses of simplex p ref# 6191-1-001 were mixed on power for approximately 90 seconds. Cement was used to implant smith and nephew femoral, tibial and patellar implants. Updated information confirmed that there was no delay, medical intervention or adverse consequences. He also stated that the facility was storing the device in a new location that was 10 degrees cooler than where they previously stored the cement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Device not available.